Manufacturer narrative:
(B)(4), unknown. The device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on june 4, 2019, during spinal fusion surgery, after insertion of acis proti, the surgeon removed the cage inserter and then used a pusher to slightly impact a little deeper. On the final x-ray, they examined a crack in the cage and observed that it was split. They easily removed the two (2) parts and placed a new one. This complaint involves one (1) device.

Manufacturer narrative:
Product complaint #: (B)(4). UDI: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The screw was found to have broken at the screw shank¿s neck. The second half of the broken end was not returned. Fracture analysis was subsequently performed on the screw. Optical imaging of the fracture site shows two surface morphologies, a smooth region and a rough region with progression lines that are indicative of fatigue failure. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. The root cause of the screw breaking cannot be determined from the sample and the information provided. The results of fracture analysis have determined that a potential root cause may be a fatigue failure. This may have occurred due to forces placed on the screw repeatedly, resulting in the fracture first propagating across the shank and then full failure/breakage taking place when the strength of the remaining region did not have the strength to bear the load. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.